Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the electrode was missing from the sensor upon removal from the customer's body. Customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent and retracted inside of the sensor base. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensor opened and used.